Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: it was reported that there was no power provided by the controller due to a bent pin. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin on power port one of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported events were confirmed. The most likely root cause of the bent pin can be attributed to a misalignment between the power port and battery output connector. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin on power port one (1) of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported events were confirmed. The most likely root cause of the bent pin can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while attaching a battery, there was no power provided to the controller due to a poor mechanical connection. The patient checked the power port of the controller and noted a bent pin. The controller was exchanged. No patient complications have been reported as a result of this event.